Manufacturer narrative:
Section d4, h4: additional information. Section d10, e4, g3: correction. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline (dl) cut approximately 1¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The rotor and the inlet stator had been removed from the pump. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of (B)(6) upon disassembly revealed a deposition on the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be established; however, its areas of denaturation suggest that it was present while was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh. It should also be noted that the rotor¿s bearing cup was chipped. Because the submitted log file suggests that (B)(6) was functioning as intended, it is likely that this damage occurred due to the center¿s attempt to disassemble the device. As a result of this damage, as well as the removal of the inlet stator prior to the pump¿s return for analysis, (B)(6) could not be rebuilt and functionally tested. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2017-00280. This report is being submitted as additional information. Medwatch / user facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for evaluation of tea colored urine and an increased lactate dehydrogenase (ldh) level from 427 u/l to 1491 u/l in the setting of therapeutic inr (3.6 today). No heart failure symptoms were noted; no elevations in estimated pump flow or pump power were noted during history review. The patient was treated with ivf and heparin. The system controller log file reviewed by the manufacturer¿s technical services representative contained approximately 24 days of data and the current set speed was 9200 rpm. The average power ranged from 4.6 watts to 7.3 watts. The average pi ranged from 3.6 to 6.7 and the average flow ranged from 3.3 lpm to 8.6 lpm. The data showed an increase in average pi over time. It was reported that the patient would undergo a pump exchange on (B)(6) 2017. No further information was provided. Additional information states that heartmate 2 left ventricular assist device (lvad) presents with hemolysis, despite international normalized ratio (inr) 3.6 and aspirin 81 mg daily as evidenced by hemoglobinuria, lactate dehydrogenase peaked at 1,491, plasma hemoglobin 34, and failure to close aortic valve with rpm increase to 11,000. Heartmate 2 to heartmate 2 surgical exchange was required when IV heparin failed to improve ldh, and with creatinine increase.